Event description:
The lay use/ patient contacted lifescan (lfs) on august 17, 2006, alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) spoke to the patient on august 18, 2006, and obtained/verified the following information: four the past 4-5 days, the patient had obtained elevated readings in the 200's. In 2006, while in school (in the morning), he experienced symptoms of shakiness, confusion, sweatiness and weak and tested his blood glucose and obtained a 269 mg/dl (first reading he had taken that morning). The patient treated himself with he thinks 2units of humalog. He still was not feeling well, so 30 minutes later, he went to the nurses office and they treated him with juice. They did not have a meter to test his blood glucose. He felt better after drinking the juice. He tested on his meter an hour later and obtained readings in the low to mid 100's. In the afternoon, he went home and tested his blood glucose on his other lfs meter and obtained a 189 mg/dl. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have control solution. The pt refused to answer any further clinical info. Customer care advocate (cca) sent the pt a replacement meter, strips and control solution. It would have been helpful to know the exact readings prior to the incident and the patient's sliding scale. The complaint is being reported because the patient's symptoms did not correlate with his meter readings. He felt better after drinking the orange juice at the nurse's station. The patient experienced symptoms that suggest he was hypoglycemic when his blood glucose reading was 269 mg/dl. There fore this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.